Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that events started last night. The customer was calling back after completing unexpected restart troubleshooting and receiving another alarm after a battery change. The customer does not want to continue with troubleshooting and preferred to have pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. No external ram crc error alarm noted. The pump alarmed unexpected restart error after battery change due to faulty interface board.